Event description:
End user is alleging that her bed is causing her family member to be shocked, example: daughter was holding the end of the bed and pulled down on the fan switch and it shocked her, and her husband was reaching for computer and he was shocked when he touched the bed. End user is stating that her outlet has been tested and it is fine. Per tech we are not sure why someone would be shockd by the bed. Only other electrical component by the bed is a CPAP machine.